Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had a total knee replacement in or around the year 2011. They subsequently underwent knee revision surgery on (B)(6) 2023, approximately 12 years after their primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation results - it is stated that the patient suffered injuries, pain and debilitation, underwent a revision surgery, and suffered other injuries presently undiagnosed. There is no exactech device information provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported in incident cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.